Manufacturer narrative:
(B)(4). Visual inspection: received a filter, connector, and catheter. The end of the catheter was bent with medical tape wrapped around. Upon removing the medical tape we were able to identify deformation. The connector was closed with an alligator clip attached. Catheter visual inspection: the bent locations were identified at 941mm, 950mm, and 958mm from the end of the catheter. No other abnormalities were found. Connector visual inspection: there was no damage found around the claw portion. No abnormalities were found. Dimension check: catheter length check. Company specifications: 990 ~ 1070mm. Sample dimension: 1044mm. Sample was within company specifications. Catheter length of outer diameter (end of catheter): company specifications: 0.84 ~ 0.90mm. Sample dimensions: 0.8408mm. Sample was within company specifications. Functional test: catheter tensile strength test. Conducted using connector sample and connector sample. Company specifications: above 11n. Test results: 11.1n. Sample met company specifications. Others: connection test. We were able to connect the connector sample with the catheter sample without resistance up to the marking point and able to close the lid securely. There was no looseness observed attaching the alligator clip. No abnormalities were found. Device history record: no batch number available. Conclusion: this complaint is not confirmed. The product design is being updated to increase the force required to open the catheter connector under change control: hc-chc-m-div-1306. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility ((B)(4)): connector opened.